Manufacturer narrative:
The tsh sample was collected in a bd serum tube and centrifuged samples on the power processor for six to eight minutes at 3000 rpm at room temperature. The customer stated to cts that the sample was collected off-site; therefore the customer cannot speak to any sample handling or pre-analytical factors which could have contributed to the initial results. Per the customer supplied qc charts, all three levels of tsh qc were within the customer's established ranges prior to and after the event. A bec field service engineer (fse) was dispatched and on (B)(6) 2011 and performed a high sensitivity system check which passed within instrument specifications. Although sampling handling may have been a contributing factor, a definitive root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an elevated thyroid stimulant hormone (tsh) result above the normal reference range for one patient that was questioned by the clinician generated by the unicel® dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory. Subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.